Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inflated outside the body, the shaft inside the balloon was greatly bent. It was noted that after deflation, the shaft was still bent about 60 degrees. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.